Event description:
It was reported that the tandem-provided wall power adapter and the tandem-provided usb charging cable became damaged and were no longer able to be used to charge the pump. There was no reported adverse impact to the customer's blood glucose. Reportedly, the supplies were both replaced to resolve the issue. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.